Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. It was learned that the event was not device related. The device has been disassociated from the event, therefore this is not a complaint.

Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.